Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a "no disposable, pump won't run" alarm occurred when the device was in use. The patient reattached the cassette, but the alarm sounded again for a while. However, when using the cassette with another pump, no alarm was issued. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-26688. The report was submitted in error.